Event description:
The doctor was performing a heart cath and due to the patient's illness, the doctor entered through the patient's groin using a metal cannula needle and hydrophilic guidewire. The doctor was uncertain if he was in the artery, but after approximately 2 inches, the doctor met resistance and tried to pull out. After the removal of the needle and wire, the doctor noticed that the wire was sheared off and pieces of the wire were still in the patient's groin. The pieces have been removed and there is no injury to the patient.

Manufacturer narrative:
Investigation in process and will be filed in a supplemental report when completed. The remaining information was unattainable from the hospital.